Manufacturer narrative:
Device has not been returned for eval.

Event description:
During a labral repair the anchor broke in pieces. Sales rep. Confirmed that not all pieces of the anchor were removed. The surgeon drilled using a 3.0 kinsa drill prior to implanting the anchor. A second anchor was tried but it looked as if it was also broken; a gap was noted between the tip and the body of the anchor. The repair was completed using a competitor's anchor. A delay of ten minutes resulted. This was surgeon's first use of the kinsa system.